Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) in 2008. The lens was explanted the following month, due to a refractive surprise. The lens was exchanged for another same model lens but different diopter. The patient's current bcva is 20/20.